Event description:
It was reported that during a lap hysterectomy procedure, the tissue pad melted during application. They used a second device to complete the procedure with patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.